Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pump had a failed component, which caused the pump to not alarm audibly. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump did not have any audible tones. The initial reporter also stated that this occurred during testing, and no patient had been involved. (B)(4).